Event description:
As reported in a literature article (matsumoto, yoshihisa ,et al. ¿onset time of ischemic events and antiplatelet therapy after intracranial stent-assisted coil embolization¿, journal of stroke and cerebrovascular diseases, (2013): pp 1-7) a patient (patient # 9) experienced transient left visual disturbance (left branch retinal artery occlusion) 191 days following stent-assisted coil embolization of an unruptured left internal carotid artery aneurysm while on single anti-platelet therapy. An enterprise stent (lot and catalog numbers unknown) and unknown coils were used for the procedure. MRI was conducted, but it was reported that there was no stenosis or thrombosis. It was reported that the origin of the ophthalmic artery was included in the region of stent placement. The event occurred 49 days after stopping anti-platelet medication. The patient was started on single anti-platelet medications after the event. No cardiovascular history.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported in a literature article matsumoto, yoshihisa ,et al. ¿onset time of ischemic events and antiplatelet therapy after intracranial stent-assisted coil embolization¿, journal of stroke and cerebrovascular diseases, (2013): pp 1-7) a patient (patient # 9) experienced transient left visual disturbance (left branch retinal artery occlusion) 191 days following stent-assisted coil embolization of an unruptured left internal carotid artery aneurysm while on single anti-platelet therapy. An enterprise stent (lot and catalog numbers unknown) and unknown coils were used for the procedure. MRI was conducted, but it was reported that there was no stenosis or thrombosis. It was reported that the origin of the ophthalmic artery was included in the region of stent placement. The event occurred 49 days after stopping anti-platelet medication. The patient was started on single anti-platelet medications after the event. The patient had no cardiovascular history. The enterprise stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. The instructions for use outlines that adverse events that may be associated with the use of the enterprise vrd include ischemia, neurological deficits as well as occlusion of side branch. Although based on the available information, no definitive conclusion can be made, patient, clinical and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.